Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the on light works intermittently. The patient alleges nasal/throat irritation or soreness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging that the on light works intermittently. The patient alleges nasal/throat irritation or soreness.. There was no report of serious injury or harm. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed dirt/dust contamination and presence of keratin substance. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation. The manufacturer observed dust/dirt contamination and presence of keratin substance. In the device and are consistent with being from an external source. Evaluation method code, component code grid, evaluation results code and conclusion code grid has been updated.